Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked during peritoneal dialysis therapy. The leak was from the tubing of the transfer set which occurred during the fill. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed with no issues noted. Functional testing was performed with no issues noted, which included leak testing, clear passage testing, and clamp function testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.